Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 15-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had powered off and did not boot back up. The field service engineer (fse) determined the station power supply had failed and a replacement was not available in stock. A power supply was borrowed from a storage station and installed. After installation, the station was powered on and booted up successfully. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had powered off.however, there were no delays or adverse events or injuries reported based on this event.